Event description:
In 2002, the end-user called medtronic minimed, USA and stated that blood glucoses were running high and they found that the luer lock was cracked. On 8/5/2002 maersk medical a/s received the complaint and 1 used tubing.